Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is questioning a higher than expected total psa result of 4.3 ng/ml that was generated using the axsym total psa reagent pack, list # 3c19-20. This sample was thawed and reran twice with results of 2.5 and 3.5 ng/ml respectively. The result 4.3 ng/ml was reported to the physician who wanted to perform a biopsy. The patient requested his blood to be redrawn and reran. The patient's fresh sample result was 1.9 ng/ml. Impact to patient management was unknown.